Event description:
It was reported by repair work order that the head left caster was unable to turn due to a bent caster horn. This could potentially create an unstable cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.